Manufacturer narrative:
(B)(4). An additional MDR report was filed for this event, please see associated report: 0001822565 - 2020 - 03881. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Radiograph indicates that there is a superior dislocation of the left hip arthroplasty. No fracture is identified. There is extensive radiolucency of the proximal femur in gruen zones 1,2 and 7 as well as suspected radiolucency greatest superiorly along the acetabular cup consistent with osteolysis. Bone quality is osteopenic. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision approximately 30 years post implantation due to unknown reasons. During the procedure, cup and liner components were removed and replaced. Radiographs indicate dislocation and osteolysis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown head, lot #: unknown. Item #: unknown, unknown stem, lot #: unknown. Item #: unknown, unknown cup, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03607.

Event description:
It was reported patient underwent hip revision approximately 30 years post implantation due to unknown reasons. During the procedure, cup and liner components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.